Event description:
Customer did not specify the problem with the alarm. Additional information received with the alarm is "broken: alarm not working properly". Customer did not provide a date when issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned unit found that the unit has bent battery springs, there are signs of water intrusion and the case is chipped near the battery door. The unit powers on and passes functional tests. (B)(4).